Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No accessories (pads and multifunction cable) were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.